Event description:
It was reported that during a procedure ¿one of the bipolar forceps burnt and melted at the connection with the cable.¿ there was no report of patient impact or injury.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The device was returned for evaluation and repair. Quality engineer visual analysis found ¿the black plastic part is burnt at the connection. The forceps disassembly led to the observation of surgical residues inside the plastic part and between the tube and the electrode. The burn of the plastic part is the consequence of the formation of an electric arc, probably due to the presence of residuals in the connection zone (blood / tissues). The said residuals are likely to indicate a defect in the reprocessing steps. The cleaning recommendations of the IFU were probably not followed.